Event description:
An optometrist indicated that a pt reported dry eyes, when working at the computer, one month post lasik procedure. Upon examination, pt was diagnosed with superficial punctate keratitis (spk) and overall vision was noted to be good. Additional info has been requested. This report filed for the pt's right eye. An additional manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).